Event description:
Philips received a complaint on the v60 ventilator indicating that a side rail on the v60 stand was broken off. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the stand issue. The rse provided the customer with the part information for the v60 stand top platform assembly. In a good faith effort (gfe) response from the customer received on 24sep2024, it was confirmed that the replacement top platform assembly had been ordered, received, and replaced. The customer confirmed that, following the part replacement, the stand was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.